Event description:
The following information was reported to kci by the patient: the patient reported he was removed from v.a.c. Therapy allegedly due to black rotten tissue. The patient also alleged that his wound began to deteriorate during v.a.c. Therapy. On 05/05/2015, kci reviewed the patient's medical records that report the following: per note date (B)(6) 2015, the nurse reported observing necrotic tissue in the patient's left buttock wound with a mild odor. The patient was also noted the patient was afebrile. On note date (B)(6) 2015, the patient's wound bed appeared 50 percent eschar and 50 percent pink healthy tissue with a mild odor. It was again noted that the patient was afebrile. The patient was placed on an alternative dressing regimen "for another week until wound care aprn [advanced practice registered nurse] returns from vacation and patient can schedule an appointment for debridement." On 05/13/2015, the following information was reported to kci by the wound care aprn: on (B)(6) 2015, she examined the patient and instructed the patient to go to the emergency room. The patient was placed on intravenous antibiotic therapy, the same day. The patient subsequently underwent a debridement, date unk. The wound care aprn reported she, "cannot say with certainty that the v.a.c. Caused or contributed to the necrotic tissue or infection." On may 13, 2015, the following information was reported to kci by the nurse: the patient remained afebrile from (B)(6) 2015 until he was admitted to the hospital on (B)(6) 2015. On (B)(6) 2015, the patient was discharged from the hospital. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged necrosis and infection are related to v.a.c. Therapy.